Manufacturer narrative:
Evaluation summary the product was received for investigation, but is pending analysis. A supplemental report will be submitted once investigation results are made available. Patient code (B)(4) (the patient experienced unintended radiation exposure due to the chest xray).

Event description:
According to the reporter, after an esophageal procedure, the data was reviewed and it was determined that only four hours of data was recorded prior to stopping. A repeat procedure was necessary due to the alleged device malfunction. The capsule was found in the stomach of the patient by a chest x-ray. The last known patient status is that the patient is stable. No other known adverse events were reported.